Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer self started the pump and an unspecified pump malfunction occurred. The customer was hospitalized for diabetic ketoacidosis. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.